Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in settings mode. The complaint was classified based on the original customer care advocate (cca) documentation since the patient was unwilling to answer questions during a follow-up call from lfs on (B)(6) 2016. It is unclear when the subject meter began testing in settings mode. The patient was unable or unwilling to say what medications, if any, she administers to manage her diabetes or whether she made any changes to her usual diabetes management routine after the start of the alleged issue. During the original call, the patient reported that she obtained a blood glucose result of ¿99 mg/dl¿ which she alleged ¿couldn¿t be right¿. She then reported that she began to feel ¿very dizzy¿ and ¿low¿ and indicated that she self-treated the symptoms by drinking orange juice. The cca documented that he asked the patient whether she was ok and enquired whether she needed medical attention. The cca also documented that the patient stated that she was fine but dropped off the line without hanging up the phone. The cca noted that he disconnected the call and called the patient back 3 times but there was no reply. The cca reported that he contacted the patient¿s local non-emergency number listed for her city who transferred the call to a 911 operator. Lfs provided the address and phone number for the ems to further assist. During the follow-up call, the patient refused to answer questions about the treatment she received, but did indicate that she was ¿hospitalized¿ and that she had been ¿restrained by someone¿. During troubleshooting on november 16, the cca noted that the patient had not been using the subject meter for the first time. The cca (B)(6) 2016. The issue was resolved with training. The patient¿s products were requested back for investigation and control solution was sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.